Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set had air bubbles. Customer did not recall blood glucose level at the time of incident. The customer indicated that the insulin pump was insulin was stored at room temperature. Customer did not have extra reservoir for troubleshooting the air bubble issue. The issue was not resolved. Customer will receive additional set and reservoir. Product will not return for analysis.